Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod on the abdomen longer than 48 hours. Symptoms reported include high ketones, dehydration, dizziness and headache. The patient was not given a diagnosis. The patient was treated with tests, intravenous fluids, x-rays and bloodwork. The patient was sent home on same day. The patient also reported that after they returned home from the emergency room, they removed the pod and found that it had been leaking.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.